Event description:
It was reported that during an afib procedure, the patient had a series of coughing, which resulted in a map shift/ advance catheter localization (acl) re-initialization. After the re-initialization error 8 appeared. The following rf therapy resulted in saturation or disappearance of body surface ECG leads and intracardiac signals on the carto 3 and recording systems. After the ablation the patient interface unit was rebooted, the error was cleared and the ECG signals returned. They attempted a second ablation with the same result. The user replaced the lasso catheter and the ablation cables and ensured the ECG leads were connected well to the patient. However, the case ended up being completed conventionally without the use of the carto 3 system. No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the patient had a series of coughing which resulted in a map shift/ advance catheter localization (acl) re-initialization. After the re-initialization error 8 appeared. The following rf therapy resulted in saturation or disappearance of body surface ECG leads and intracardiac signals on the carto 3 and recording systems. After the ablation the patient interface unit was rebooted, the error was cleared and the ECG signals returned. They attempted a second ablation with the same result. The user replaced the lasso catheter and the ablation cables and ensured the ECG leads were connected well to the patient. However the case ended up being completed conventionally without the use of the carto 3 system. No patient injury was reported. The carto 3 system associated with the reported complaint was by bwi service engineer. The patient interface unit (piu) was replaced and the faulty piu sent to the manufacturer. The manufacturer reported that the piu was found inoperable due to faulty bp card. The defective card caused the error 8. It was found that diode d1000 failed. In addition d11, d12, d53, d55 were defective as well. Defective diodes of bp card caused the ECG signals disappearance on the start of ablation. All parts were sent to subcontractor for repair. Regarding the acl issue, the patient coughs resulted in the acl map shift re-initialization. This is a normal system behavior due to patient movement. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: ez steer thermocool nav 4mm catheter: model #: d-1292-05-s, lot #: unknown. Lasso w/ auto ID catheter: model #: d-1220-81-s, lot #.: unknown. C3 external reference patch: model #: d-1283-02, lot #.: unknown. (B)(4).